Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review (first): the patient has a history of recurrent deep venous thrombosis, hypercoaguability and pulmonary emboli, secondary to heterozygous factor-v leiden mutation deficiency. Due to the complications associated with the patient's medical condition, a g2 femoral filter was successfully deployed. Approximately eight years post deployment, patient experienced abdominal pain of uncertain etiology. CT scans were performed; the scans demonstrated two radiopaque curvilinear densities near the free wall of the right ventricle which likely represent embolization of the fractured tines. The two fragments from her ivc filter had likely embolized into the right ventricle and appeared to be lodged within the right ventricular myocardium. Doctors successfully performed a transjugular extraction of the fractured g2 filter and intracardiac retrieval of a migrated fractured filter limb. A greenfield filter was successfully deployed during the same procedure. The remaining fragment remains distally in the left lower lung field and was not targeted for retrieval. The patient remained hemodynamically stable throughout the procedure. Medical record review (second): the patient had an inferior vena cava filter placed with preoperative diagnosis of multiple deep venous thrombosis with hypercoagulability. The right common femoral vein was accessed and the sheath was put into position and withdrawn off the filter allowing the limbs to open. No migration or significant tilting was noted. Stability of the filter was confirmed and all instrumentation was removed. Pressure was held at the site and hemostatic stitch was done. A sterile dressing was applied and the patient was transferred back to her room. Approximately seven years nine months post filter deployment, the patient had complaint of abdominal pain since the previous year, and at that time abnormalities were identified with the vena cava filter. Nine days later, the patient was scheduled for a filter retrieval procedure as her gastroenterologist told her that the filter was the cause of her pain; however the filter was unable to be retrieved. Approximately eight years one month post filter deployment, magnetic resonance venography (mrv) demonstrated an ivc filter in place with filter limbs extending beyond the lumen of the ivc. Approximately eight years four months post filter deployment, patient was admitted for a catheter-based filter retrieval attempt. Pre-procedure review of chest CT scan performed two months prior demonstrated two detached limbs located within the right ventricular myocardium. The patient¿s right internal jugular vein and bilateral common femoral veins were accessed during the procedure. An angioplasty balloon was advanced from the right femoral access to lift the apex of the filter away from the wall of the ivc. From the jugular vein, the filter was captured and retrieved successfully; examination of the device demonstrated two detached filter limbs. 3-dimensional electroanatomic mapping was performed in the right atrium and right ventricle. Intracardiac echo was utilized to identify the intracardiac fragment. During mapping, the filter fragment migrated from the right ventricle into the right atrium. Multiple unsuccessful attempts were made trying to retrieve the fragment from femoral and jugular access using a snare catheter due to the migration of the fragment. A final retrieval attempt was made through the jugular access, and the fragment was successfully snared out. The remaining fragment was not targeted for retrieval as it was stable in the left lower lung field. During the procedure, the patient experienced episodes of supraventricular tachycardia. A new greenfield filter was deployed below the level of the renal veins. Following filter deployment, a co2 gas venogram was performed and demonstrated evidence of may-thurner syndrome. Angioplasty was performed of the left common iliac vein followed by placement of a stent. The right internal jugular vein and bilateral common femoral access points were removed and hemostasis was achieved. The patient was transferred to recovery in stable condition and was hospitalized overnight to monitor for signs of bleeding. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that an x-ray demonstrated a small metallic wire or clip overlying the left sacral region. Imaging allegedly demonstrated the most medial struts extending beyond the ivc lumen. An unsuccessful retrieval attempt was performed. A CT allegedly demonstrated two detached filter limbs in the right ventricle. The filter and one detached limb were reportedly removed successfully. The second fragment remains in the left lower lung. Based on the medical records, limb perforation of the ivc, an unsuccessful retrieval attempt, and limb detachment can be confirmed. Per the medical records, an unsuccessful retrieval attempt was made prior to the detection of the detached filter limbs. Therefore, it is possible that the limbs detached as a result of the retrieval attempt. However, the definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of dvt and pe secondary to factor-v leiden deficiency. Patient presented to the ER with complaints of abdominal pain. X-ray revealed a small metallic wire or clip seen overlying the left sacral region. CT imaging revealed two detached filter limbs embolized into the right ventricle. The filter and one detached limb were successfully removed. The remaining fragment remains in the left lower lung field and was not targeted for retrieval. Another ivc filter was placed. The patient was reported to be hemodynamically stable at the conclusion of the removal and replacement. New information received: medical records were received and reviewed. Approximately seven years nine months post filter deployment for multiple deep venous thrombosis with hypercoagulability, the patient was scheduled for a filter retrieval procedure for complaints of abdominal pain, but the filter was unable to be retrieved. Approximately eight years post filter deployment, magnetic resonance venography (mrv) identified an ivc filter in place with limbs extending beyond the caval wall. Approximately three months later, the patient was admitted for a filter retrieval procedure. Pre-procedure review of diagnostic imaging modalities demonstrated two detached filter limbs; one in the right ventricle and one in the left lower lung field that was stable and not targeted for retrieval. The filter and detached limb in the right ventricle were successfully retrieved and another vena cava filter was prepped and deployed in an infrarenal location. Angioplasty was performed of the left common iliac vein followed by stent placement. Access points were removed and the patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. The patient has a history of recurrent deep venous thrombosis, hypercoaguability and pulmonary emboli, secondary to heterozygous factor-v leiden mutation deficiency. Due to the complications associated with the patient's medical condition, a g2 femoral filter was successfully deployed. Approximately eight years post deployment, patient experienced abdominal pain of uncertain etiology. CT scans were performed; the scans demonstrated two radiopaque curvilinear densities near the free wall of the right ventricle which likely represent embolization of the fractured tines. The two fragments from her ivc filter had likely embolized into the right ventricle and appeared to be lodged within the right ventricular myocardium. Doctors successfully performed a transjugular extraction of the fractured g2 filter and intracardiac retrieval of a migrated fractured filter limb. A greenfield filter was successfully deployed during the same procedure. The remaining fragment remains distally in the left lower lung field and was not targeted for retrieval. The patient remained hemodynamically stable throughout the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a g2 femoral filter was deployed successfully in a patient with history of dvt and pe secondary to factor-v leiden deficiency. Patient presented to the ER with complaints of abdominal pain. X-ray revealed a small metallic wire or clip seen overlying the left sacral region. CT imaging revealed probable embolization of fractured limbs. The filter and one of the fractured limbs was successfully removed. The remaining fragment remains in the left lower lung field and was not targeted for retrieval. Another ivc filter was placed. The patient was reported to be hemodynamically stable at the conclusion of the removal and replacement.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that an x-ray demonstrated a small metallic wire or clip overlying the left sacral region. A MRI allegedly appeared to demonstrate the most medial struts extending beyond the ivc lumen. A CT allegedly demonstrated two detached filter limbs in the right ventricle. The filter and one detached limb were reportedly removed successfully. The second fragment remains in the left lower lung. Based on the medical records, limb detachment can be confirmed. The investigation is inconclusive for perforation of the ivc. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that a vena cava filter was deployed successfully for history of dvt and pe secondary to factor-v leiden deficiency. Patient presented to the ER with complaints of abdominal pain. X-ray revealed a small metallic wire or clip seen overlying the left sacral region. CT imaging revealed two detached filter limbs embolized into the right ventricle. The filter and one detached limb were successfully removed. The remaining fragment remains in the left lower lung field and was not targeted for retrieval. Another ivc filter was placed. The patient was reported to be hemodynamically stable at the conclusion of the removal and replacement.